Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump and successfully resumed sensor session and insulin delivery. Customer was advised to call back if the malfunction code reoccurs, and they acknowledged and understood the instructions.